Event description:
It was reported that console peeping and screen is black longer than normal, before use. The device worked as intended during operation, there was no noise found during the surgery. There was no patient impact. The event occurred every time the user started the system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot#: (B)(6), UDI#: (B)(4) img code -g02005, h3: analysis results were not available as of the date of this report. A supplemental report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis stated the customer's complaint has been confirmed. During startup, the console takes too long to boot and there are several beeps. The ssd card causes long boot times. The maintenance icon is present. The current software is v1.75. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) analysis stated the customer's complaint concerns the nim vital console. The nim vital patient module has been received in good condition, no deviations have been found. The side fuse decal is illegible. The batteries have reached the end of their life cycle (24 months). Software version: 1.7.5. This is the most recent version. Reverse orientation for wiring connection is not working. H6:previous code b21,c21,d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.